Manufacturer narrative:
The device was received. The investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of a 300cm ht command guide wire (gw), it was noted that the coating was peeling. There was no patient involvement and no clinically significant delay in the procedure. No additional information can be provided.

Event description:
Subsequent to the initially filed report, the following information was received:it was reported that the coating of the command guide wire sloughed off (a section was missing) and was noted during a picture shot. The guide wire was removed, and it was checked and confirmed that nothing was left in the patient. A new, unspecified guide wire was used to complete the procedure. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned device. The polymer damage was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation was unable to determine a cause for the polymer damage (break, cut, twisted and scratched material). It may be possible that the wire was damaged during the insertion process or due to interaction with associated devices during use; however this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.b5, b6, b7: device was used in patient. H6: patient code 2645 - removed.